Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (10 mg/ml at 8.747mg/day) via an implanted pump. The indication for pump use was post lumbar laminectomy syndrome and spinal pain. On (B)(6) 2018 it was reported that the office read the pump on the date of the issue ((B)(6)2018) and noticed a motor stall. The patient experienced withdrawal from the medication. The pump was replaced. The issue was resolved at the time of this report. The patient status was reported as ¿alive ¿ no injury¿. There was no environmental, external, or patient factor provided that may have led or contributed to the issue. It was indicated that the hcp had no further information regarding the event. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected information: analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via pump logs dated (B)(6) 2018 which indicated a stopped pump period may exceed tube set message on (B)(6) 2018 at 07:44 with a motor stall recovery occurred message on (B)(6) 2018 at 16:13.